Event description:
Procedure type: inguinal hernia repair. According to the reporter: the tip of syringe was broken and missing. A new device was opened to complete procedure. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. No patient harm. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).